Event description:
Customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the bios battery. System operates as intended.